Event description:
It was not reported if the patient provided any treatment to herself for the cgm displaying high.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "it was not reported if the patient provided any treatment to herself for the cgm value of 500 mg/dl." H2 correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient inserted a new sensor. After a few hours, the cgm was reading high mg/dl. No bg meter reading was taken at this time. The patient was wearing a medtronic insulin pump (which does not pair with the dexcom device). It was not reported if the patient provided any treatment to herself for the cgm value of 500 mg/dl. At an unspecified time later, the patient began feeling ¿weird¿ and dizzy. At this point, the patient tested her bg meter reading, which was 49 mg/dl. The patient passed out 8: 55am while at work. The patient¿s supervisor called 911. Ems arrived and attempted to place an IV in the patient but was unsuccessful. The patient can not recall if ems provided her with any other treatment. Ems then transported the patient to the ER. The patient was discharged home later the same day, around 7:30 pm. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.